Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer IV is confirmed. One 18 g IV introducer needle and IV catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the IV catheter was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the introducer sheath was buckled and folded inward upon itself, and another edge was observed to be flared outward. This flared edge as well as the corners of the folded point were observed to be plastically deformed. The IV catheter was also observed to be buckled at its proximal end, just distal to the hub. The shape and location of the damage on the returned IV catheter suggest it was most likely damaged during insertion or manipulation of the IV catheter and/or guidewire. A lot history review (lhr) of recz2510 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle tip was found to be deformed. There was no reported patient injury. 03/25/2021- the introducer sheath on the returned sample was buckled and deformed.